Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, serial number (B)(4), lot number 269877. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 375cc saline breast implants that the patient had them explanted on (B)(6) without reporting the issue. Mentor conservatively reports both implants and if more information comes at a later time, it would be investigated and reported accordingly. This report is for one of the two implants.

Manufacturer narrative:
On 10/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).